Manufacturer narrative:
At analysis it was confirmed that both output connectors were broken. It was additionally noted that the hanger assembly, one case screw and the test access label were contaminated, the window had cosmetic damage, the red wire on the liquid crystal display was pinched but not compromised and that the red wire was routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests.

Event description:
It was reported that the external pulse generator had a broken ventricular connector and additionally that the atrial may not be working. The generator was returned for service. There was no patient involvement.